Manufacturer narrative:
Findings: pump was received with compromised force sensor system error alarm during basic occlusion test due to loose drive support disk and missing drive support sticker. Unable to perform displacement test, excessive no delivery test and occlusion test due to compromised force sensor system error alarm. Unit was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and peeling address/serial number label.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 250 mg/dl at the time of the incident. The customer stated that the drive support cap was correct. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.